Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. Unable to verify pump error 35 due to download difficulties

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that critical pump error image was display on the insulin pump screen. Blood glucose was unknown. Troubleshooting was performed and customer also reported that insulin pump received pump error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.